Event description:
The external pulse generator (epg) was returned to the manufacturer for repair due to a broken case/cover. The epg was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. One bail cover and battery drawer are broken. Lead flex cover is broken and contaminated. One case screw is missing. Keyboard is stained. Upper and lower cases are broken.